Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that right atrial (ra) lead was abandoned surgically for unknown product performance issue. No additional adverse patient effects were reported.

Manufacturer narrative:
The hospital kept the lead. At this time, the device is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received additional information that stated this ra lead was an attempted implant. During an implant procedure, the physician experienced difficulties to extend the helix. The lead was removed to check for entwined tissue. However, the physician accidentally bent the helix during the inspection. As result, the lead was not placed again and a new ra lead was implanted. There were no adverse patient effects.